Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the event was unknown. The patient was treated with intraperitoneal ceftazidime (500 mg; frequency and duration not reported) and intraperitoneal vancomycin (350 mg; frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.